Event description:
Report received from the USA stating that the device was "overheating" during both the cleaning and testing processes. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met temperature requirements. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).